Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller reported they were going to increase the settings, but they saw the power on reset (por) screen on the patient programmer caller reported no recent emi exposure they were redirected to their healthcare provider. No patient symptoms were reported. No further complications were reported or anticipated.